Manufacturer narrative:
The iol is implanted.

Event description:
Bausch + lomb received a communication from a consumer who underwent implantation of a crystalens iol in the right eye. Postoperatively the consumer reports experiencing problems with her near vision and glare during the day. The consumer also reports undergoing a yag procedure, and subsequently experiencing starbursts at night. According to the consumer, z-syndrome and astigmatism were diagnosed by a second opinion physician.